Event description:
The customer reported that the device showed a shock equipment malfunction message. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device showed a shock equipment malfunction message. There was no report of pt impact or involvement. A philips field service engineer evaluated the device at the customer site and verified the reported failure. The therapy pca was replaced to resolve the issue.